Event description:
In 2010, female pt underwent total posterior cervical 6-7 disc replacement with fusion. A thorough and continuing investigation is ongoing. The pt had been placed in the prone position and draped after placement of the electrodes. The axon daq916 digital preamplifier box was placed next to the pt's neck. The neurotechnician could not visualize the box as the md was standing between him and the pt. The axon eex901 electrical stimulator, all appeared to be functioning without issue. During the irrigation of the wound near the end of the procedure, some of the fluids splashed onto the preamplifier box, when the drapes were pulled away from the pt and as the neuro-monitoring tech was removing the needle of the electrodes connected to the neuro-transmitter from the pt's arms, he noted 8 small cigarette size burns -0.5mm diameter darkened aras- at the needle sites. There were no burns on the scalp of ears where the other needle electrodes were placed. Dates of use: 2010. Diagnosis or reason for use: c7 cervical radiculopathy secondary to c6-7 cervical.